Manufacturer narrative:
Concomitant medical products: product ID 6935m55 lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) system the patient complained of head pressure and facial swelling. The patient was diagnosed with superior vena cava (svc) syndrome. The patient required svc stenting, and crt-d system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.